Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Event description:
The device was explanted from the patient and returned from lifelegacy. The manufacturer's database indicates that the patient died approximately six months from pacemaker implant. The cause of death has been requested and not received.